Event description:
It was reported that the customer had compromised force sensor system alarm. Customer states the buttons on the insulin pump were unresponsive. No further information was provided.

Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. Unit had intermittent button response due to corroded keypad traces. Unit had missing end cap sticker; cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.